Manufacturer narrative:
The monitor was returned for evaluation. The monitor did not pass essential performance testing. The monitor's response buttons were not functional. Reporting monitor out of an abundance of caution for a potential device malfunction. The root cause of the failure is still under investigation. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, both response buttons were contaminated. The cause of the inability to activate the monitor is the contaminated response buttons. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.